Event description:
It was reported that the ventilator alarmed for high o2 concentration. Patient involvement unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the o2 gas module and the air gas module were replaced and returned for further investigation. Simulated use test of the received nozzle units have reproduced the described customer issue. The review of the returned device logs confirm the reported issue. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2021. Our investigation has concluded that the reported problem with high o2 concentration is due to a wrongly mounted feather spring on one of the nozzles. Why the feather spring has been wrongly mounted has not been established in this investigation. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref.#: (B)(4).